Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6721l implantable tachy lead, implanted: (B)(6) 2004; 496835 implantable pacing lead, implanted: (B)(6) 2004; 496860, implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary #there was no analysis provided for the leads.

Event description:
It was reported that during routine follow up, a right ventricular and super vena cava lead warnings were recorded for high impedance. Both of the epicardial rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.